Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported rupture was able to be confirmed. Additionally, there was balloon material shredding at the distal balloon taper and the distal balloon shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion, stent: synergy. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and moderately tortuous, concentric, de novo distal right coronary artery. A 3.0 x 12 mm nc tenku balloon catheter was being used for post-dilatation when the balloon ruptured during the first inflation at 6 atmospheres. A 3.0 x 15 mm nc tenku balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.